Manufacturer narrative:
The patient's dob or age at time of event, and weight is unknown. This information was not available from the facility. Although the separated portion of the shaft occurred outside of the body, this is being reported as a conservative measure. Recurrence of the shaft separation could result in vessel obstruction, possible myocardial infarction, or may require surgical intervention. No patient injury. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. The shaft separated approximately 13.5 cm from the distal end of the strain relief. The transition tubing was kinked and the rx port was lacerated. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The physician was having a hard time tracking the vessel. When advancing the angiosculpt device, approximately 4 inches from the hub was bent. The physician tried to advance the device a second time, when the hub broke off in the physician¿s hand. The device was retrieved successfully and a new angiosculpt device was used to complete the case with no patient injury.